Event description:
During cardiopulmonary bypass, the centrifugal pump flow sensor display did not display valid flow readings. An alternate device was employed without interruption of blood circulation to the pt. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval anticipated, but not yet begun.